Event description:
It was reported that the patient had a left tha and was revised less than a month later. Patient had developed hematoma due to increased bleeding post-operative due to patients misunderstanding of doses of prescribed medication. Subsequently this required an initial I&d to remove the hematoma. It was noted patient inr was significantly elevated, and increased bleeding occurred resulting in additional I&d the following day with application of wound vac. Final culture reports reported gram positive staph. A revision procedure was performed and head & liner were planned to be explanted, but due to the increased tissue swelling from recent I&ds and bleeding, access to femur was difficult and surgeon was unable to remove head from taper with tamp. Additional procedure was performed to remove the stem. PICC line placed with plan for 6-weekiv antibiotics.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated:a2, a3, a4, b4, b5, b7, d1, d2, d7, d11, e1, e2, e3, g4, g5, h2, h3, h4, h6 corrected: d6 d11: femoral head 40mm lot:28800111 model:00-8775-040-02 liner40mm sz ll: lot: 63306679 model: 00-8851-013-40. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent a primary left total hip arthroplasty on without any complications. Subsequently, the patient underwent a revision procedure due to infection, hematoma, and swelling. Patient had increased post operative bleeding due to misunderstanding of doses of prescribed medication, that led to the development of hematoma. The surgeon decided to replace the head and liner. However, due to increased tissue swelling from recent I&ds and bleeding, access to femur was difficult and surgeon was unable to remove head from taper with tamp. Additional procedure was performed to remove the stem. The patient's non compliance to medications, asa and coumadin led to the excessive bleeding and development of hematoma. However, the root cause for infection could not be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown head, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Item #: unknown, unknown cup, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00418 head, 0001822565-2020-00419 cup, 0001822565-2020-00420 liner.

Event description:
It was reported the patient underwent a revision procedure 26 days post implantation due to infection. Attempts were made to obtain additional information; however, none was available.